Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 52 mg/dl. During troubleshooting it was confirmed that the drive support cap appeared normal. The insulin pump settings were correct as well. The customer did not mention how she treated for her low blood glucose incident; however, she has reduced her basal rates and has not experienced hypoglycemia since then. The insulin pump was not returned for analysis.